Event description:
A needle pierced through the side of the safety gard needle disposal container. Type of needle unknown, but was sticking out of side. Container contaminated with syringes, needles, lancets, cottonballs and other material. Injury resulted in a finger puncture. Review of database indicates no other issues with regards to this product or lot number.